Event description:
It was reported that the patient received several shocks due to a ventricular tachycardia (vt) storm. However, there were a few episodes where shocks were withheld for supraventricular tachycardia (st). The st discriminators were programmed off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=13 counts, in 0.23 day, on 12-jul-2012 in the timeframe between 15:13:39 and 20:41:46.